Event description:
A gold probe electrohemostasis device was used during a hemostasis procedure in 2008. According to the complainant, "the device would not heat up and would not cauterize." Reportedly, the case was completed with a second gold probe electrohemostasis device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record (DHR) of the reported lot revealed no anomalies. No additional complaints have been reported for this lot. The may 2008 15- month gold probes - hemostasis catheter product family complaint trend report. Inclusive of all failure modes, was reviewed; no unfavorable trend was noted.